Event description:
During a laser assisted turp, the distal tip of the laser fiber separated from the fiber core while in the prostatic urethra. There was no apparent injury to the pt. The foreign body was recovered intact. The procedure continued uneventfully with a new fiber. MFR rep was notified of problem via telephone.